Event description:
It was reported that the patients lead was migrated based on imaging. The patient underwent a revision procedure wherein it was determined the paddle needed to be replaced because there was some apparent fraying of the proximal end of the paddle. The paddle lead was replaced, and the patient was doing well post operatively. The explanted paddle lead was not returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.